Event description:
It was reported that during the treatment of an a1 and a2 near the acom and attempt was made to detach the embolization coil. This attempt was unsuccessful. Another detachment controller was tried unsuccessfully. The device was torqued to detach the coil unsuccessfully. A portion of the coil was retrieved using an intraocular snare successfully. The patient was reported to have occurrence of hemiplegia. On (B)(6) 2012, a second procedure was performed. The remaining portion of the coil was found in the mca and the aneurysm.

Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the device returned with the implant detached from the delivery pusher. The implant is fractured at approximately 7.5cm from the proximal end. This portion of the coil is normal in appearance. The marker band is present at the proximal end. About 2.5 cm of the attachment monofilament is present at the proximal marker. The other half of the implant coil (approximately 18.5cm was not included for evaluation). The delivery pusher was broken in two pieces. It appears to have been cut at 31.0 "from the proximal end. The attachment tether monofilament a both the implant end and within the delivery pusher had characteristics of being stretched as it was white opaque at various segments. The lead wires of the device are separated from the majority of the device length. The wires are knotted in a mass, kinked and broken. The detachment zone, heater coil section appears normal however; dried blood is present in the inner diameter of the device. The device could not be tested for electrically continuity as it was broken in half. The root cause of this complaint can not be determined as the entire device was not returned for evaluation, nor was the detachment controller used with this device. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.